Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) during initial drain. The hp reported having the same alarm on the machine previously and had turned off the hc. The patient then reused the supplies from a previous therapy and was connected during priming prior to this second occurrence of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).